Event description:
Speaker error. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. No device log was provided, therefore no review could be performed. The subject device (model agilia sp, serial number (B)(6)) was not returned to our laboratory for analysis, and neither was the suspected defective spare part. Therefore, no further investigation could be performed and reported event could be confirmed by our laboratory. However, it was confirmed using provided video. Based on available information and since no device or spare part was returned, the root cause of the reported issue remains unknown (not returned). To our knowledge no patient consequences have been reported. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.